Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient underwent laparoscopic abdominoperineal resection for cancer. During the dissection, a monopolar scalpel with a spatula-shaped tip was used; due to a defect in the sheath covering the shaft, this caused several thermal injuries to the serosa of the small intestine and the large intestine. These lesions were superficial heat injuries and did not result in perforation. They were treated by applying reinforcement sutures. Since the patient got injured, the case is deemed as reportable.